Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01578. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of transvaginal combined anterior and posterior repair with mesh, sacrospinous colposuspension, transvaginal transobturator suburethral sling procedure and cystoscopy.

Manufacturer narrative:
(B)(4). Dysuria. Dyspareunia. Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, cystocele, uterine descenus, rectocele, enterocele on (B)(6) 2010 and mesh was implanted. It is reported that the patient experiences dysuria, pain, dyspareunia.